Event description:
A malfunction alarm was reported by the customer, identified as malfunction code 9. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted the customer in resetting the pump. The malfunction did not recur, allowing the customer to continue using the pump, with instructions to contact support if the issue reoccurred.